Event description:
Burn blister at neck [burns second degree]. Case description: this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare (B)(4) from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at an unknown frequency for muscle tensions and tightness. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps. On an unspecified date she used thermacare heatwrap on her neck as recommended by her physician. After 8 hours she had removed the heatwrap and had discovered a burn blister and painful, red skin at her neck. The outcome of the event was unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of burn blister and painful, red skin at her neck as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event of burn blister and painful, red skin at her neck as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blister and painful, red skin at her neck [burns second degree], , narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for devision consumer healthcare germany from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at an unknown frequency for muscle tensions and tightness. The patient medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps. On an unspecified date she used thermacare heatwrap on her neck as recommended by her physician. After 8 hours she had removed the heatwrap and had discovered a burn blister and painful, red skin at her neck. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (16apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.